Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to the connector pins and cow catcher, unable to perform functional testing or verify communication anomaly due to physical damage. In summary the customer complaint of loss communication could not be confirmed due to physical damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter and sensor signal not found. The event involved product(s) mmt-7841zn. The customer reported no adverse event. Troubleshooting was performed and confirmed that customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was programmed to pump and found that the transmitter connector bridge or pins were damaged led light blinked when connected to the sensor. No harm requiring medical intervention was reported. Mmt-7841zn was returned for analysis.